Manufacturer narrative:
Follow-up # 1 06/26/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was found to be fully intact without peeling or visible damage. The up arrow and contrast buttons respond appropriately when pressed. The down arrow and ok keypad buttons were intermittently responsive when pressed. All keypad buttons have normal spring back or click. The keypad was removed for investigation revealing contamination under all button contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past three months the down arrow and ok keypad buttons required several presses to elicit a response and had occasional issues with buttons sticking. The reporter confirmed that the keypad is intact. The patient reportedly wore the pump in a protective skin with a low profile clip and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.